Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the synchroseal instrument stopped working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have stuck grip tips. The technician was unable to open the grip tips with the grip lever open. After opening the housing, the grip ring was not dislodged. No ceramic dots were missing. Logs show qty "6" seal and "10" transect events with qty "16" "high initial starting impedance" errors, indicating that the user likely tried to cut/seal too thick tissue, resulting in an error. The complaint was confirmed by failure analysis. Additional observation reported by site that is related to the primary failure: the instrument exhibited imprecise motion in the during gripping and ungripping. The grip tips moved within the joint limits and in the commanded direction; however, a lag or delay in the motion that was observed. The grip tips would not open or close. Additional observations not reported by site that are not related to the customer reported complaint: 1). The instrument was found to have a dislodged jaw cover at the distal end. The jaw cover was off one of the distal washers. No distal washers missing. 2). The instrument was found to have tears to the jaw cover on the distal side of the distal washer. 3). The instrument was also found to have broken snaps of the housing. The instrument was transferred to engineering for further investigation: initial findings were confirmed. The instrument was confirmed to have grips tips stuck. The jaw cover was removed, and it was noted that the distal grip drive pin was broken into two. Per logs, the instrument was used for an hour and had 2 coag, 169 seal and 146 transect events. The root cause is attributed to an issue with manufacturing.